Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead impedance was below threshold which caused a polarity switch. The patient was brought into the clinic on (B)(6) 2018 and programming changes were made. The patient had no consequences.